Event description:
It was reported that there was concern for premature battery depletion of the pacemaker. There had been a sudden drop in battery longevity. A request was made to have data from this device analyzed. The pacemaker remains in service at this time and no adverse patient effects were reported.